Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad (B)(6) 2021 were reviewed by clinician. On (B)(6) 2015, the patient had a replacement right total knee to address right knee degenerative joint disease. Depuy components along with competitor cement were used during this procedure. On (B)(6) 2021, the patient had a revision of loose tibial component and pain. No interface of loosening was provided. The femoral component was noted to be well fixed. Depuy components and competitor cement was used. Doi: (B)(6) 2015. Dor: (B)(6) 2021. (Right knee).